Manufacturer narrative:
Age or date of birth:unknown, weight: unknown, ethinicity: unknown, sex: unknown. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6, -11.50/1.0/082 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6)2022. This resolved the problem.cause of the event is reported as patient related factor, related patient eye anatomy.